Event description:
Boston scientific received information that during a routine follow-up, this patient reported recently feeling palpitations for which their physician arranged a 24-hour monitor for. Interrogation of the patient¿s pacemaker revealed no capture on the right atrial (ra) lead at maximum outputs. The ra electrogram also revealed oversensing of noise and far-field r-waves which was subsequently being tracked by the patient¿s right ventricular lead and pacemaker and causing rapid ventricular pacing at the maximum tracking rate. This was believed to be causing the patient¿s palpitations. Adjusting the atrial sensitivity did not improve the problem as the patient¿s p waves were small in amplitude. The physician believed the atrial lead was dislodged, which was later confirmed through x-ray. The physician reprogrammed the device to vvi 50 and the patient¿s rhythm improved afterwards. Additional information from the field indicated that no intervention was performed and the patient will continue to be monitored. Their system remains implanted and in service. No adverse patient effects or harm were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.